Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant platelet results generated on the cell-dyn ruby analyzer for a (B)(6) hospitalized female patient. The following results were provided: sid (B)(6). (B)(6) 2023 08:29 plt 13.6. (B)(6) 2023 09:38 plt 21.3. (B)(6) 2023 09:49 plt 15.5. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the cell-dyn ruby, sn (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant platelet results generated on the cell-dyn ruby analyzer for a (B)(6) hospitalized female patient. The following results were provided: sid (B)(6) (B)(6) 2023 08:29 plt 13.6. (B)(6) 2023 09:38 plt 21.3. (B)(6) 2023 09:49 plt 15.5. No impact to patient management was reported.